Manufacturer narrative:
We received the embolectomy catheter inside of a crushed outer brown corrugated box. The embolectomy catheter is still sealed and the two shrink seals are still attached. The gray shipping tube was broken in half at the clear adaptor. Sterility of the product had been compromised. The catheter gray tube appeared to have been placed corner to corner inside of the brown corrugated box to be able to fit. An investigation was opened to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. The root cause investigation was completed by a cross-function team. The team investigated the issue and identified the most probably root cause as packages are being damaged while traveling on the conveyor system at the carrier sorting facility. The resulting corrective action plan from this root cause investigation yielded the following actions items: implement a heavy duty cylinder with and adjustable tube of 0.18" (thickness) used for shipping purposes. Communicate to the edward distribution channels the requirement for the use of the heavy duty cylinder usage for shipping purposes. Establish a contractual requirement with edwards distribution channels to use the heavy duty cylinder for shipping purposes. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete.

Event description:
It was reported that upon receiving the product before use the gray shipping tube was found completely broken in half near the white cap. No patient injury.